Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead was dislodged and had a significant increase in pacing threshold. The lead remains implanted- out of service and a new epicardial lv lead was implanted. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was decreasing. Maximum lv impedance rises from an approximate baseline of 900 ohm to less than 550 ohm the week ending (B)(6) 2011, then to less than 400 ohms the week ending (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407652 implantable pacing lead 2010-(B)(6), d234trk implantable cardioverter defibrillator 2010-(B)(6). (B)(4).